Event description:
It was reported that the patient had a lead revision in 2011. It was noted that the lead replacement occurred because the patient was not getting good coverage. The patient was reportedly getting good therapy as of the date of the report. It was later reported that everything was fine with the device and there were no problems at all. It was noted that the patient was doing great.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-09, lot# n060900, implanted: (B)(6) 2006, product type: accessory. Product ID: 3 587a, lot# l32309, implanted: (B)(6) 1994, explanted: (B)(6) 2011, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(4) 2011, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 3587a, lot# l32309, implanted: (B)(6) 1994, explanted: (B)(6) 2011, product type: lead. (B)(4).